Manufacturer narrative:
The intraoperative images shared shows the device did not have a clear path and the barrier was prevented from entering the defect. The opening was cleaned up and a second attempt was made and that device was able to advance as intended. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
As surgeon was implanting barricaid in l4, the occlusion component buckled back in the disc space as defined in flouro image. The surgeon removed the device using the removal tool (more than trivial damage) and proceeded to implant in l5 successfully.